Event description:
False positive result (s). User reported that their daughter tested 4 times with flowflex and they were all positive results starting from 5/28 to now. The daughter also received 3 pcr tests during that time and all were negative and tested with several home tests from other brands that were all negative. User couldn't provide lot #/exp date info for flowflex tests.